Manufacturer narrative:
The target lesion for the procedure was the proximal circumflex. The lesion was reported to be: de novo, type c, 75% occluded, 3.2mm in diameter, 15mm in length, smooth, located in a bifurcation, eccentric and with little to no calcification or thrombus present. A cypher select 3.5x15mm stent was implanted at 16 atm after pre-dilation with a 3.5x15mm balloon at 12 atm. The stent was post-dilated using a kissing balloon technique (kbt) with a 4.0x10mm balloon at 18 atm due to a bifurcation. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the database indicated that the patient had an elective index procedure with the indication being stable angina. The patient was reported to have single vessel disease and one lesion was treated during the procedure. A cypher select 3.5x18mm stent was implanted successfully. A satisfactory result was obtained. There were no reported procedural complications. An adverse event (ae) of myocardial infarction (mi) was reported the day after the index procedure. The mi was non-q wave, not target vessel related, and of undetermined location. The cardiac enzymes were reported to be elevated with the peak ck and ck-mb greater than or equal to five times the upper limits of normal (>=5 times uln). The same enzymes were normal pre-procedure. The mild elevation of the cardiac enzymes was reported to be probably due to occlusion of first (1st) marginal branch. The patient was asymptomatic and had no ECG changes. There was no reported evidence of stent thrombosis and no intervention was done. The event was reported to be unrelated to the device, possibly related to the procedure, mild in severity, and not a serious ae (sae). The patient was discharged two days after the index procedure.